Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use the case labels of bd microlance¿ hypodermic needle is incorrect. Only the outer case is incorrect, the boxes inside the case are all correctly labelled.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Provided picture confirmed the defect: cannula length expressed in mm is wrong in the shipping case labels. All the rest of information in other level of packaging (unit pack and shelf carton labels] is correct only affecting to the cannula length conversion in mm (length in ¿inches¿ is also correct). The error was originated during the graphic transfer phase, from label documentation system (which was released correctly) to production floor equipment. There is a local procedure which give guidance about this process and also a form ¿graphic transfer verification¿ was completed without detecting the wrong information. In accordance, we determine a human error took place.

Event description:
It was reported that before use the case labels of bd microlance¿ hypodermic needle is incorrect. Only the outer case is incorrect, the boxes inside the case are all correctly labeled.